Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by (B)(6): "overinfusion". Customer information: "it was programmed 2ml/h of precedex and the infusion changed to 30ml/h. The customer informed two serial number, due to not know which equipment was involved." More details from patient will not be received.